Manufacturer narrative:
UDI= (B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2016-02874 pertains to the first hot axios device and manufacturer report # 3005099803-2016-02875 pertains to the second hot axios device. It was reported to boston scientific corporation that two hot axios stent and delivery systems were used during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2016. Reportedly, the hot axios stent was to be placed in a trans-gastric position to treat pancreatic walled-off necrosis. According to the complainant, during the procedure, the physician attempted to deploy the first flange of the first hot axios stent, but the first flange failed to fully expand. A second hot axios stent and delivery system was then used, but the same issue occurred. Both stents were removed from the patient partially deployed on the delivery system. The physician elected to complete the procedure the following day, when a third hot axios stent was placed without issue. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable.